Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, after connecting the reported device to the generator, the doctor inserted the jaws into the tissue, squeezed the handle and pressed in the tactile switch to activate the device. An alarm was generated immediately. The representative told the doctor that there was possibility that the tissue was too little and the doctor changed the sealing position for about 10 times and then the device was activated. Alarm was generated for 8 times out of the 10 times and the indication of insufficient sealing was displayed on the screen. No bleeding occurred. There was a regrasp alarm and seal tone, but no end tone heard. Although the device was reconnected, and the generator was restarted, the same situation continued. So, the doctor used a device used for clinical evaluation brought by the representative and alarm occurrence was reduced extremely, and this device was used without problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use(IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.